Manufacturer narrative:
The reported problem was resolved after an onsite visit to repair the device. The reported problem was confirmed and determined to be caused by poor contact at the scope connector. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that olympus, series 190 scopes were not recognized and an error "b30" was displayed. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, an engineer replaced the socket at the site and repaired the device. The phenomenon improved after the socket was replaced. It was surmised that the phenomenon occurred due to connection failure of the connector and the socket. No further information was obtained to identify the cause of the defect. Olympus will continue to monitor field performance for this device.